Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified right medial femoral condyle fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598004702 , stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten , j6958256 00596204010 , articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height ,64736120 00597206535 , all poly patella standard cemented size 35 mm diameter 9.0 mm thickness , 64843464. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial knee arthroplasty. Subsequently, the patient was revised approximately 2 months later as the patient fell and fractured their distal condyle. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.